Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and embedded device ("left implant located entirely in left cornu intramural like partially doubled up") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left implant located entirely in left cornu intramural like partially doubled up". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), swelling ("swelling") and vaginal haemorrhage ("heavy vaginal bleedings"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, embedded device and vaginal haemorrhage outcome was unknown and the swelling was resolving. The reporter provided no causality assessment for abdominal pain, embedded device, swelling and vaginal haemorrhage with essure. The reporter commented: essure sample was received by bayer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 22-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and embedded device ("left implant located entirely in left cornu intramural like partially doubled up") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left implant located entirely in left cornu intramural like partially doubled up". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), swelling ("swelling") and vaginal haemorrhage ("heavy vaginal bleedings"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, embedded device and vaginal haemorrhage outcome was unknown and the swelling was resolving. The reporter provided no causality assessment for abdominal pain, embedded device, swelling and vaginal haemorrhage with essure. The reporter commented: essure sample was received by bayer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.